Event description:
Dexcom was made aware on 02/10/2025, that on (B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced a skin reaction with an infection which occurred for an unspecified number of days after the sensor had been inserted in the right arm. The patient developed pimples, pustules, and an infection at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician, and a blood and skin culture test were performed which confirmed the patient had a staphylococcus (staph) bacterial infection at the sensor insertion site and was prescribed an oral and topical antibiotic medication (cephalexin 500 mg, every 6 hours for 10 days; and mupirocin 2% cream) for the infection. The patient was advised to refrain from inserting a new sensor until the infection site has healed. On (B)(6) 2025, technical support contacted the patient to verify additional information. The patient confirmed the attached photo taken of the right arm was after the infection had already healed. The photo shows redness around the needle puncture site and within the sensor footprint perimeter. The photo confirmed the skin reaction. At the time of the follow up report the infection site had already healed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).